Manufacturer narrative:
Manufacturer narrative: the reason for this primary surgery complaint is due to the central screw of the reverse shoulder prosthesis (rsp) baseplate fracturing in torsion during implantation. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was a 30 minute delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The remainder of the reverse shoulder prosthesis (rsp) baseplate was returned to djo surgical but was not available for examination at the time of the investigation. A review of the device history records (dhrs) revealed no non-conforming material reports (ncmr's) associated with any of the components listed in the complaint. Screw diameters and lengths met all dimensional specifications and material certificates were conforming. The device history records (dhrs) evidence that all critical dimensions and specifications were met when these products were released from djo surgical. Complaint history was reviewed. The current complaint is the first for the incident lot number, 866c2304. Design and material changes were implemented in mid-2014. Since that time (B)(4) units were sold through the end of 2017. 4 central screw failures have occurred during the implantation process, a failure rate of (B)(4)%. This failure rate does not indicate an adverse trend. Complaint rates will continue to be monitored through the standard complaint investigation process. The primary failure mode for the reverse shoulder prosthesis (rsp) baseplate is breakage of the central screw feature of the product. This has occurred during surgery, and also post-operatively. In this particular complaint, the reverse shoulder prosthesis (rsp) baseplate broke during surgery. When the central screw feature breaks during surgery, the reason most often cited in the complaint records is that the surgeon encountered hard, usually cortical, bone, or, in this case, retained cement, and was having difficulty advancing the screw further. The surgeon then applies additional torque to the reverse shoulder prosthesis (rsp) baseplate which can exceed the ti6al4v material's ultimate strength. It is also possible that the central screw can break in a bending mode if a large lateral load is applied to the hex driver while advancing the rsp baseplate, but this is less likely. While the root cause cannot be determined definitively, it is most likely that the central screw of the reverse shoulder prosthesis (rsp) baseplate fractured in torsion during implantation. This failure mode can occur if the surgeon encounters abnormally hard bone or retained cement while advancing the screw with the hex driver. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Primary surgery - due to the glenoid baseplate (508-32-104) breaking at the screw/plate juncture when the surgeon was attempting to seat the baseplate against the glenoid. The patient presented to the surgeon with a previous anatomic total shoulder arthroplasty and a loose humeral component. During the surgery the surgeon removed the humeral stem and polyethylene glenoid components without incident. The surgeon then drilled (2.5mm drill bit) for the central crew, tapped and reamed the glenoid in preparation of the baseplate. The surgeon then screwed the baseplate into the glenoid until the inferior edge was in contact with the bone. When attempted to advance the screw, in an effort to completely seat the baseplate onto the glenoid, the screw broke due to excessive force being applied. The surgeon then had to remove the broken screw remnant which took 30 minutes to complete. In a follow up email, the agent indicated that "a glenoid baseplate that was being implanted into a glenoid from a failed anatomic total shoulder arthroplasty that had retained cement in the glenoid from the previous surgery. The surgeon was placing the screw with the nonlimiting screwdriver when the base plate broke."

Event description:
Revision surgery - due to the glenoid baseplate (508-32-104) breaking at the screw/plate juncture when the surgeon was attempting to seat the baseplate against the glenoid. The patient presented to the surgeon with a previous anatomic total shoulder arthroplasty and a loose humeral component. During the surgery the surgeon removed the humeral stem and polyethylene glenoid components without incident. The surgeon then drilled (2.5mm drill bit) for the central crew, tapped and reamed the glenoid in preparation of the baseplate. The surgeon then screwed the baseplate into the glenoid until the inferior edge was in contact with the bone. When attempted to advance the screw, in an effort to completely seat the baseplate onto the glenoid, the screw broke due to excessive force being applied. The surgeon then had to remove the broken screw remnant which took 30 minutes to complete.